Event description:
1000ml bag of saline hung at 5:45 pm started at 50ml/hr rate. At 7:30 pm nurse discovered only 100ml left in the bag. There was no patient injury and no intervention required. The unit was returned to the manufacturer for evaluation.